Manufacturer narrative:
Blocks d9 & h3: the eagle eye platinum catheter was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, the catheter was plugged in to a laboratory imaging system, but was not recognized and displayed an error message. Additionally, the catheter failed the apt and image tests. Block h6: the probable cause of the error message is due to electrical connection failure along the scanner. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye catheter was used in an emergent coronary therapeutic procedure. During use, an error message was displayed on the monitor. The procedure was completed with another catheter, no patient injury reported. This product problem is being reported because the catheter could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.